Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing confirmed via isometrics on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information notes the right ventricular (rv) lead. The physician elected to explant and replace the rv lead.

Manufacturer narrative:
Correction: d6a to implant date and new information for explant and serious injury.